Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cs300 intra-aortic balloon pump (iabp) unit' screen does not work.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the unit for the reported malfunction. The fse replaced the display (0160-00-0113), dc to ac inverter pcb (0670-00-0736), strain relief mounting plate (0406-00-0953), nec display mounting plate (0406-00-0916), display replacement instrument (0065-00-0391), and the video receive to lcd cable (0012-00-1747). The fse verified correct operation. The iabp was suitable for use.

Event description:
It was reported that before use on patient, the cs300 intra-aortic balloon pump (iabp) unit' screen does not work. There was no patient involvement.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Event description:
N/a.